Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance resulted in eri (elective replacement indicator). Eri caused by high battery impedance noted on (B)(6) 2012 prior to explant. Ramware version 8 installed on (B)(6) 2012.

Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device is scheduled to be replaced and remains in use at this time. Performance data regarding the device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.